Event description:
A surgeon reports vertical gas breakthrough, thin flap, excessive obl (opaque bubble layer) and torn flap on both eyes of this pt following flap creation. This report is for the right eye, the left eye is being reported on manufacturer report # 3003288808-2012-00038. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).